Event description:
An altitude alarm 21 was reported with the pump during flights. There was no adverse impact to the customer¿s blood glucose level. The issue did not cause the blood glucose to exceed 500 mg/dl, and insulin administration continued with the original cartridge. Due to recurring issues, a pump replacement was approved. The customer was instructed on transitioning to the new pump, including managing the return process of the problematic pump and contacting a healthcare provider for a compatible sensor prescription. A replacement pump was sent to the customer, who acknowledged all instructions.